Event description:
As per the new information received during the follow up the consumer confirmed that the symptoms were resolved and was asked to continue wearing the contact lenses.

Manufacturer narrative:
Additional information updated in b5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer it was stated that after wearing contact lenses, experienced blurry vision and visited the doctor and was diagnosed with corneal ulcer and doctor believes it was caused by contact lenses, which has caused consumer physical harm and significant distress. The current status of the consumer¿s eye is unknown at the time of this report. Additional information has been requested but not yet available.